Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported feeling the extravascular (ev) lead under their sternum in one specific place which according to the chest x-ray performed appeared to be around the tip of the lead. The patient reported feeling a ¿dull feeling¿ of something touching their sternum on a regular basis. In addition, the patient reports feeling a shooting pain in their left arm which they believe is caused by their extravascular implantable cardioverter defibrillator (ev-ICD). Additionally, it was noted that the ev lead experienced prolonged oversensing episodes and noise related to myopotentials. Multiple inappropriate 2-5 second undersensing/pause episodes were observed. The ev lead was reprogrammed. It was further reported that the ev-ICD system was removed due to ongoing complaints of pain and discomfort as described previously. The patient wishes not to have any other systems implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.